Manufacturer narrative:
This case was initially received via regulatory authority (notivisa, reference number: (B)(4) ) on 04-feb-2021. The most recent information was received on (B)(6) 2021. This spontaneous case describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure (batch no. D40-invalid) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criterion medically significant), arthralgia ("joint pain"), pain ("pain all over body"), somnolence ("sleepiness"), sciatica ("lumbar and sciatica pain"), myalgia ("muscular pain"), headache ("headache"), depression ("depression"), affective disorder ("mood disorder"), abdominal pain ("abdominal pain / abdominal cramps"), swelling ("generalized swelling"), dysmenorrhoea ("menstrual cramps"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal swelling"), back pain ("back pain"), fatigue ("fatigue"), pelvic pain ("pelvic pain"), muscular weakness ("muscle weakness") and vulvovaginal discomfort ("vaginal discomfort") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy (injections at the nerve). It was unknown whether any action was taken with essure. At the time of the report, the fallopian tube perforation, arthralgia, pain, somnolence, sciatica, myalgia, headache, depression, affective disorder, abdominal pain, swelling, weight increased, dysmenorrhoea, vaginal haemorrhage, abdominal distension, back pain, fatigue, pelvic pain, muscular weakness and vulvovaginal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, affective disorder, arthralgia, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, muscular weakness, myalgia, pain, pelvic pain, sciatica, somnolence, swelling, vaginal haemorrhage, vulvovaginal discomfort and weight increased with essure. Lot number: d40 . Amendment: the report was amended for the following reason: health authority header was added in the narrative,. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (notivisa, reference number: (B)(4) on 04-feb-2021. The most recent information was received on 08-feb-2021. This spontaneous case describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure (batch no. D40-invalid) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criterion medically significant), arthralgia ("joint pain"), pain ("pain all over body"), somnolence ("sleepiness"), sciatica ("lumbar and sciatica pain"), myalgia ("muscular pain"), headache ("headache"), depression ("depression"), affective disorder ("mood disorder"), abdominal pain ("abdominal pain / abdominal cramps"), swelling ("generalized swelling"), dysmenorrhoea ("menstrual cramps"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal swelling"), back pain ("back pain"), fatigue ("fatigue"), pelvic pain ("pelvic pain"), muscular weakness ("muscle weakness") and vulvovaginal discomfort ("vaginal discomfort") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy (injections at the nerve). It was unknown whether any action was taken with essure. At the time of the report, the fallopian tube perforation, arthralgia, pain, somnolence, sciatica, myalgia, headache, depression, affective disorder, abdominal pain, swelling, weight increased, dysmenorrhoea, vaginal haemorrhage, abdominal distension, back pain, fatigue, pelvic pain, muscular weakness and vulvovaginal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, affective disorder, arthralgia, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, muscular weakness, myalgia, pain, pelvic pain, sciatica, somnolence, swelling, vaginal haemorrhage, vulvovaginal discomfort and weight increased with essure. Lot number d40 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure (batch no. D40-invalid) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criterion medically significant), arthralgia ("joint pain"), pain ("pain all over body"), somnolence ("sleepiness"), sciatica ("lumbar and sciatica pain"), myalgia ("muscular pain"), headache ("headache"), depression ("depression"), affective disorder ("mood disorder"), abdominal pain ("abdominal pain / abdominal cramps"), swelling ("generalized swelling"), dysmenorrhoea ("menstrual cramps"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal swelling"), back pain ("back pain"), fatigue ("fatigue"), pelvic pain ("pelvic pain"), muscular weakness ("muscle weakness") and vulvovaginal discomfort ("vaginal discomfort") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy (injections at the nerve). It was unknown whether any action was taken with essure. At the time of the report, the fallopian tube perforation, arthralgia, pain, somnolence, sciatica, myalgia, headache, depression, affective disorder, abdominal pain, swelling, weight increased, dysmenorrhoea, vaginal haemorrhage, abdominal distension, back pain, fatigue, pelvic pain, muscular weakness and vulvovaginal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, affective disorder, arthralgia, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, muscular weakness, myalgia, pain, pelvic pain, sciatica, somnolence, swelling, vaginal haemorrhage, vulvovaginal discomfort and weight increased with essure. Lot number: d40. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.